Event description:
During a vascular surgery performed on (B)(6) 2014, when unclamping the graft, blood leaked through the entire length of the graft. Leaking time was about 4-5 minutes. The bleeding stopped by itself, without medical or surgical intervention. The graft remained implanted. No pt injury was reported.

Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of six products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available info and the product testing performed would tend to indicate that the device was not defective.